Event description:
It was reported that during a surgical procedure at 37,746 joules of use and 6:17 minutes, the "beam does not come sideways but precisely from the fiber." During the use of the second fiber, it was noted that, the "laser beam is straight and not sideways submitted" at 20,000 joules of use and 4 minutes. The procedure was completed and there were no reports of patient injury. This report is for the first fiber.

Manufacturer narrative:
(B)(4).